Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 3 ml, the stopper was misaligned. The following information was provided by the initial reporter: today one of my staff found another syringe issue, the plunger is not even.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Medical device lot #: unknown. Medical device expiration date: unknown. Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary one photo of a 3ml luer-lock syringe (p/n 309657) was received and evaluated. The picture shows that the stopper is angled inside the barrel. There is an acceptable tolerance measurement for this condition. The condition observed cannot be confirmed as a defect without measurements. An unused physical sample is required for a more thorough evaluation and potential root cause determination. The batch number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 3 ml, the stopper was misaligned. The following information was provided by the initial reporter: today one of my staff found another syringe issue, the plunger is not even.

Event description:
It was reported that prior to using a bd luer-lok¿ syringe sterile, single use, 3 ml, the stopper was misaligned. The following information was provided by the initial reporter: today one of my staff found another syringe issue, the plunger is not even.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 20-mar-2022. H.6. Investigation: one sample and one photo was provided to our quality team for investigation. Through visual inspection, it is observed that stopper is angled inside the barrel. Stopper angularity was measured and it is acceptable per product specification limits. Since the condition observed is within the acceptable limits, no corrective actions are necessary. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.